Event description:
The following information was provided: It was reported that the patient's Left hip was revised due to dislocation. A 32 +4 head and 32E poly liner were revised to a 36 +10 head and 36E poly liner. Rep confirmed that no further information will be released by the hospital or surgeon.